Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: reviews of the drawing, instructions for use, manufacturing instructions, quality control procedures, and specifications and a visual inspection and dimensional verification of the returned device were conducted during the investigation. The device was returned without its dilator. The visual inspection of the returned device confirmed separation of the flexor tubing 14.6cm from the hub. The sheath was buckled at two places on the proximal tubing section at 12.7cm and 13.4cm from the check-flo valve. The distal section of tubing measured 40.7cm. The tubing was crimped at 1.1cm, 1.6cm, 4.5cm, 7cm, 13cm, and 18.1cm from the proximal end of the distal tubing. The two sections are attached by approximately 8cm of exposed coil. The tubing is jagged at the separation and has an outer diameter 0.105 in. No damage was noted to the distal tip of the device. No elongation was noted. A dimensional analysis of the device was significantly more consistent with the rpn kcfw-6.0-35-55-rb-hfanl0-hc, rather than the previously reported rpn. Sales data also confirms that this rpn was purchased by the user facility within the year previous to this event. Communication with a company representative further confirmed that this rpn is used by the reporting user facility in the lab at which this event took place. As no device labeling was returned, and the product lot is unknown, the investigation concluded that the returned device was a kcfw-6.0-35-55-rb-hfanl0-hc. This correction is reflected. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is packaged with instructions for use, which state that if resistance is encountered during sheath advancement, ¿assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal¿. The IFU also states that reinsertion of the dilator prior to removal of the sheath ¿increases the strength of the sheath and lessens the risk of device separation¿ and suggests insertion of the dilator prior to removal if resistance is encountered or anticipated during withdrawal of the device. Furthermore, reviews of the manufacturer¿s instructions, specifications, and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and no product returned, investigation has concluded that the device failure can be attributed to the patient¿s reported scarred and calcified anatomy. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
PMA/510(k) number: pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a lower leg angioplasty procedure involving a patient of unknown age and gender, a flexor ansel guiding sheath separated upon removal of the device. Access was obtained in the femoral artery through a scarred groin and a contralateral approach was used to treat a calcified iliac artery. Resistance and "sticking" were reported upon insertion of the device. Unknown wires, angioplasty balloon, and micropuncture device were used during the procedure. It is unknown how long the sheath was in place. At the end of the procedure, as the physician was removing the sheath, resistance was encountered and a "large amount of force" was required to remove the "stuck" device. Upon removal, the device separated at the shaft. It is unknown if the dilator was in place prior to or during removal; however, a wire guide was in the lumen of the device when the separation occurred. The user was able to pull out the proximal portion of the sheath and retrieve the separated distal portion with forceps. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.